Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f329 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f329 for the reported issue shows no trends. Trends were reviewed for complaint category drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. The complaint kit has not yet been received from the customer. A supplemental report will be filed when the analysis is complete.

Event description:
Customer called to report a blood leak during the treatment procedure. Customer stated the blood leak occurred in the centrifuge chamber as they observed blood on the window of the centrifuge door. Customer stated they received an alarm #44: prime 11 that was resolved, and stated they did not receive any other alarms during the procedure or after the leak occurred. Approximately 500 ml of whole blood was processed at the time the leak was discovered. The customer stated the centrifuge bowl and drive tube components of the kit appeared to be intact. The customer aborted the treatment and did not return any blood/products to the patient. Customer stated the patient is stable. Customer stated they will return the kit and photographs for investigation.

Manufacturer narrative:
The kit, smartcard, and photographs were returned for analysis. A review of the data on the returned smartcard verified an alarm #44: prime 11 occurred. The alarm was resolved and prime was completed successfully. A review of the customer provided photographs confirmed a blood leak occurred in the centrifuge chamber. The returned photoactivation plate component of the kit was pressure tested, no leaks were identified. The returned kit components were examined and it was determined the upper drive tube bearing stop had delaminated from the drive tube shaft. The delamination of the upper bearing stop allowed the drive tube to impact the centrifuge chamber wall while spinning, resulting in a leak from the impact location on the drive tube. The root cause of the blood leak was the delamination of the upper bearing stop. The root cause of the bearing stop delamination could not be determined. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. This investigation is now complete. (B)(4).